Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal-superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation; however, the non-bsc guidewire got stuck in the lumen of the balloon catheter. Both the balloon catheter and guidewire were removed from the body together. Then the process was repeated using a non-bsc guidewire and the same balloon catheter, but the same issue occurred during removal. The procedure was completed with a different device. No patient complications nor injuries were reported.